Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -12.50/2.5/060 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 lens repositioning was performed due to refractive surprise and rotation. It was reported that at 1-day post-repositioning the patient was fine and felt better.